Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal therapy. The indications for use were non-malignant pain and spinal pain. The patient did not show up for his refill, and an empty pump alarm occurred. The patient first started experiencing the empty pump on (B)(6) 2016. No troubleshooting was performed related to the empty pump. The pump was refilled on (B)(6) 2016. There were no symptoms reported. The empty pump had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.